Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. This event would be possible if the vessel diameter was larger than the stent resulting in a stent with poor wall apposition, or if there is inadvertent movement of the handle during deployment or if the positioning of the stent prior to deployment was not optimal. Since the device was not returned, a conclusive root cause could not be determined. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history record did not reveal any non-conformities that could have contributed to this event.

Event description:
Device malfunction: misplaced stent, poor wall apposition. Symptoms / ae: placement of an unplanned stent. Time of malfunction / ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, the rx acculink was misplaced. A second stent was placed due to inadequate wall apposition at the distal end of the stent. There was no adverse pt sequelae reported. One day postprocedure, the pt was discharged to home. There was no additional info provided.